Manufacturer narrative:
It was reported that the patient had concurrent procedures of an enucleation, excision, cauterization and hemostasis of the site of the right ovarian cyst and btl performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to chronic infections and bladder deterioration. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/25/2016. It was reported that following insertion the patient experienced frequency, pelvic pain and adenomyosis.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.